Event description:
It was reported that the device display was not working. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. Visual inspection found a damaged front cover and plate clip. Functional testing was done by attaching a disposable and powering up the unit. The reported problem was duplicated. The display was blank. The cause of the problem was related to a faulty printed circuit board (pcb). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. (UDI) is unknown. No information is provided to date. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).